Event description:
It was reported that approx six yrs post vena cava filter implant, CT imaging demonstrated three detached filter limbs. One detached limb was identified in the right heart, one detached limb was identified in the left lung, and a third detached limb was identified in the right lung. The filter and the detached limbs remain implanted. The pt status is unk.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The filter remains implanted. The investigation is currently underway.